Manufacturer narrative:
The obstruction of airflow to the patient when the adpater is splitm or collapses would cause a loss of oxygen. There is a possiblity of the splintering of the adapter to cause shards that patient could inhale. This would delay patient therapy or ventilation

Event description:
Once the plastic collapses, the airflow to my patient is partially obscured. The plastic also looks like it will start to splinter and open, which could potentially cause my patient to inhale plastic shards.

Manufacturer narrative:
The obstruction of airflow to the patient when the adpater is splitm or collapses would cause a loss of oxygen. There is a possiblity of the splintering of the adapter to cause shards that patient could inhale. This would delay patient therapy or ventilation since the reported defect was not confirmed and the root cause was not established no corrective or preventive actions were taken. However, assembly personnel were notified about the complaint.".

Event description:
Once the plastic collapses, the airflow to my patient is partially obscured. The plastic also looks like it will start to splinter and open, which could potentially cause my patient to inhale plastic shards.